Manufacturer narrative:
The device has been rec'd by depuy synthes. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from USA stating that the device had a broken neuro-tip. The device was not used in surgery. It is unknown if injury, surgical delay, or medical intervention occurred. There is no add'l info provided.